Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening on anterior, creases flat, wear abrasion and white particles in the shell. Leak test and microscopic analysis was performed which identified; the valve crack, striated opening and non- penetrating nicks. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening due to surgical damage consist in the use of some surgical tool.